Event description:
It was reported that the pt has had several catheter revisions. No further symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results code - catheter.